Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: address line 1 (B)(4). H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The investigation was not able to determine the exact cause of the error code. The opticflex will be replaced along with the dso seal.

Event description:
It was reported that the pump is showing error code 41541, indicating a latch lock issue. The issue was observed during functional testing in their workshop. There was no patient involvement.